Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The x-stage cover was returned to the manufacturer for evaluation. Through a visual evaluation it was found that the x-stage cover had chipped paint and was dented around the docking pin holes. After the x-stage cover was replaced, system checkout was completed and the system passed.

Event description:
Medtronic received information regarding an imaging system. It was reported that the x-stage cover was requested to be replaced. No patient was present.